Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse requested the customer to perform a special clean and re-run controls several times. The fse also performed a precision test and assessed system performance. No additional information or issues were reported; therefore, there is insufficient evidence of a hardware or system malfunction. The assignable cause of this event is unknown and cannot be determined with the information provided. All mdrs associated with this event: 2122870-2016-00507, 2122870-2016-00508.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results generated from the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4) for a patient sample. On (B)(6) 2016, an elevated access accutni+3 result of 0.656 ng/ml was generated. The same sample was repeated and lower results of 0.039 ng/ml and 0.035 ng/ml were obtained. The results were not reported outside of the laboratory. There were no reports of patient injuries or change to patient treatment associated with this event. MDR 2122870-2016-00508 will address the creatine kinase, isoenzyme mb (access ck-mb) results obtained on (B)(6) 2016 for this same patient. System parameters including quality controls (qcs) and system checks were recovering within assay and system parameters. Calibration data was not provided for review. The samples were collected in a 13x100 mm lithium heparin tube that was centrifuged at 3000 revolutions per minute (rpm) for 5 minutes at room temperature. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.